Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the family member of a patient and the patient via a manufacturer representative regarding that patient who was implanted with a neurostimulator for other chronic/intractable pain (pain/limbs). It was reported that there was a loss of stimulation. The implantable neurostimulator stopped working, and he suddenly stopped feeling stimulation on the day of the report ((B)(6) 2016) information received on 2016-03-24 reported that all impedances ranged from 400-600 ohms and the patient did not have any therapy issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.